Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system developed a clot due to mis-management of the anticoagulation medication. The device eroded through the pocket due to a large clot formation. The clot was located on top of the implanted crt-d. The erosion was not at the incision location site. A new system was implanted on the patient's right side. The field representative requested product return, but does not believe they will be returned to boston scientific. No additional adverse patient effects were reported.